Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels had dropped to 45 mg/dl while wearing the pod on a flight. The patient reports upon being treated by the paramedics with intravenous glucose. Once at the hospital the patient had blood work performed. The patients pod was removed and the patients blood glucose levels had returned to normal. The patient was released from the hospital after a few hours. The patients pod will not be returned as it ahs been discarded. The patient reports during this event their controller was lost and had not been located.